Event description:
Hemodialyzer was reprocessed using reprocessing system (5 reuses). When preparing to use the hemodialyzer for the pt. The caregiver noted that a small amount of the hemodialyzer potting material had apparently extruded into the dialysate port at the venous end (blue color-coded) of the dialyzer. This hemodialyzer was rejected for use and saved for follow-up on a potential product problem.